Manufacturer narrative:
(B)(4). G2: foreign: chile. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the when the scrub nurse was handed the device it was found that the implant was fractured and the threads were loose. The device was not used by the surgeon. The procedure was completed using a similar device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the front end needle is broken and an anchor is deployed from the needle. Visual examination of photo of the front end assembly identified that the device has been cycled twice; indicating use. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.